Manufacturer narrative:
The returned pod was extremely compromised and had a severe amount of damage. In reference to the case description, a hammer and screwdriver was used to silence the pod during an alarm. Due to the extensive amount of damage, many components were compromised, making a proper investigation highly ineffective. Damage to the printed circuit board (pcb) due to leaking and physical damage mean no data could be downloaded for the investigation for the hazard alarm symptom code.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) values were reading "high" (> 500 mg/dl) and that the pod generated an hazard alarm during a bolus. He when to the emergency room where they diagnosis him with diabetic ketoacidosis and was tested positive for ketones. At the hospital he was placed on an intravenous therapy (IV) of fluids for dehydration. The patient's potassium and sodium levels were normal. He was released after 3 hours of observation. He was advised to drink lots of water and to check his ketones levels. The pod was worn between 4 and 24 hours on the arm.